Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: surg endosc (2013) 27:4702¿4710 4703; doi 10.1007/s00464-013-3118-x.

Event description:
It was reported in journal article "comparison of open and laparoscopic preperitoneal repair of groin hernia¿ patients underwent laparoscopic hernia procedure between january 2008 and december 2010 and mesh was used. The patient may have experienced post-operative enteroparalysis treated conservatively, wound infection treated effectively with a dressing, hernia recurrence due to technical factors including improper fixation, and pain.

Manufacturer narrative:
Product complaint # ==> pc-000065976 the following additional information was requested but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product vicryl plus suture and vicryl suture, prolene mesh, ultrapro mesh and vypro mesh caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? No further information.